Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated and the tip of the cannula heated up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The shaft was observed to be bent near the shaft tip. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe an electrical issue for failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ was unable to be confirmed, but the analyzed failure "bent shaft" was confirmed. The DHR for tissue welder subassembly was reviewed. The subassembly lot conforms to all applicable product specifications. There were no non-conformances observed in the DHR.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated and the tip of the cannula heated up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.